Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the surgeon back plane (sbp) board to perform failure analysis. The sbp was analyzed and during visual inspection, no issues were found that is related to the report issue. The board was installed and tested into a known system where the component functioned as expected. The system started up without any error. Ran 10 power cycles with this part and all passed. Exercising all universal surgical manipulators (usm) with no issue. The sbp board remained on the test system for one hour with no issues. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure may be attributed to faulty or dirty connections between the sbp and remote arm controller (rac) boards.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that error #25596, which affected the console manipulators, appeared after the system was moved within the operating room. The user had already checked all fibers and rebooted the system, but the problem persisted. The technical support engineer reviewed system logs and confirmed communication errors on both manipulators. The user reported that the manipulators were stuck in a certain position. The technical support engineer guided the user to reseat the blue fibers and perform a hard power cycle involving the console breaker, but the issue remained unresolved. The system only allowed deactivation of the manipulator as a recovery option. The user noted the system had powered on normally prior to the move but encountered the issue afterward. Later, a call was received requesting an estimated time of arrival for the field engineer, and a callback number was provided. The procedure was converted to laparoscopic surgery with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the printed circuit assembly (pca) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.